Manufacturer narrative:
A3a: gender. A4: weight.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received wherein the ipg was explanted and replaced and effective therapy was established.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicates this event was submitted via voluntary medwatch form mw5153926.

Event description:
It was reported the patient had an rf procedure on 14mar2024 where the device was placed in surgery mode. Subsequently, the patient has been unable to connect to the ipg and the patient controller since the procedure. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.